Event description:
Spontaneous call from patient who stated one of her cadd cassettes was not working with both pumps lot 4163625 expiration date of 07/15/2026. She made backup cassette which worked fine with the pump. No additional information or dates reported. Did the reported product fault occur while in use with the pt? Yes, did the product issue cause or contribute to pt or clinical injury? No, is the actual cassette available for investigation? Yes; if pt retains it; did we [MFR] replace the cassette? No, pt had more on hand. Did the pt have add'l cassettes they were able to switch to? Yes; if yes, was the pt able to successfully continue their infusion? Yes; is the infusion life-sustaining? Yes; what is the outcome of the event? Resolved. Reported to (B)(6) by pt/caregiver.